Manufacturer narrative:
This MDR is being reported as an individual event type as serious injury due to the reported adm loss and possible re-operations. Based on the literature, there is not enough information to discern why patient's experienced the initial adm loss or what the adm loss was a result of. No corresponding author contact information was provided in the article; therefore follow up cannot be performed and no additional information is expected to be received. The lots associated with these events remain unknown; therefore a review of the device history records could not be performed and the strattice devices were not returned for evaluation. Based on the limited information reported regarding the adm loss complications with strattice and without associated lot numbers, a relationship between the events and the strattice devices could not be determined. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, foreign body response. Foreign body response includes the report of encapsulation.

Event description:
During a literature review, an article titled "resorption, integration or encapsulation - are things twice as likely to go wrong when using acellular dermal matrix (adm) in implant reconstructions?" Was identified which reported a collective review of clinical outcomes following use of three different adms (strattice, surgimend & veritas) across four hospitals in implant based breast reconstructions. It should be noted that surgimend and veritas are non-lifecell adm devices. Primary outcome was adm loss, while complication and implant loss were secondary outcomes. Of 101 patients, 45 patients received strattice, (54 devices). Median age was 48.7 years. Adm loss with strattice was 13% (n=7) and all cases showed encapsulation. Implant loss with strattice was 18.5% (n=10). Re-operations were performed in 40% (n=40) of reconstructions. It was not specified how many of the reoperations were associated with strattice devices. This MDR is associated with the strattice complications only.